Event description:
It was reported that during mapping of a ventricular tachycardia (vt) procedure, the patient's blood pressure dropped into the 40's range and pulseless electrical activity was noticed. A code was called and then, chest compressions and medicines were given. The patient expired. Additional information was requested, but no response has been received.

Manufacturer narrative:
The device history record was reviewed; the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: c3 cs refstar ¿ deflectable model# d-1285-02-s lot# 15747628m; carto 3 model# m-4800-01 serial # (B)(4); stockert model# m-5463-01 serial # (B)(4); coolflow pump model# m-5491-02 serial # (B)(4); soundstar model# m-5723-12 lot# 011084683500015; (B)(4): c3 external reference patch : model# d-1283-02, lot# ll040313; bard catheter, model# unknown, lot# unknown (not bwi product); stryker, model# unknown, lot# unknown (not bwi product); st. Jude sheath, model# unknown, lot# unknown (not bwi product); (B)(4).

Manufacturer narrative:
In the initial report was mentioned that the event occurred during normal ventricular tachycardia (vt) procedure however the correct information is the patient presented to the hospital with an unstable vt, and brought emergently into the ep lab as a last resort. The death is attributed to the patient comorbid conditions and unrelated to the devices used. (B)(4).